Event description:
Surgeon was utilizing the plasmablade 3.0s and while in-use the device tip and extension became dislodged.

Manufacturer narrative:
Product has been returned to the manufacturer and pending evaluation.